Event description:
It was reported that the right ventricular (rv) lead threshold was high at 6 volts at 0.5 milliseconds. The output was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis revealed no anomalies. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).